Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system error alarm during basic occlusion test due to protruded/loose drive support disk. The device had cracked case at display window corner, cracked battery tube threads, broken belt clip slot at battery tube threads area, and cracked reservoir tube lip.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer stated that she received the alarm when she was changing out her infusion set. Customer stated that the drive support cap was protruded. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.